Event description:
It was reported that this device was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received from the field indicates this device has been deactivated due to patient condition. Therefore, there are no current plans to replace the device or return it for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. If information is provided in the future, a supplemental report will be issued.